Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons are not working anymore she has to push them very hard to get to work. The customer blood glucose level was 59 mg/dl. Customer also stated that insulin pump rejects new batteries occasionally and also receive random no delivery alarms. The device will not be returned for analysis.